Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received indicating that this cadd legacy plus pump gave lec 1820. No adverse effects reported.

Manufacturer narrative:
Additional information was received on (B)(6) 2019 indicating that there was no patient involved in this event. Device evaluation completion date: 07/26/2019. Device evaluation: one smiths medical cadd legacy plus pump was returned for analysis with the front and rear housings cracked. During analysis, the customer's reported problem regarding "error 1820 code" was unable to be duplicated. Power up of the pump displayed lec 1310. Event log review found multiple 1870 errors recorded. Simulated use was able to download event log and able to read out the pump error log but unable to run the pump. 1870 error is motor-timeout1. Pump was opened and found broken housing debris lodged on the motor gear interfering with the optical switch. Motor current tested normal. Service will replace the front and rear housings then perform preventive maintenance on the pump for additional debris to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.